Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: how was the leak controlled? How was the procedure completed? The procedure was completed by obtaining a new staple load and continuing with the stapling of the tissue. Did the post-operative care change based on the leak? No information. Did the patient have an additional tests or procedures related to the leak (additional lab work, re-operation, scoped)? No information. What is the current status of the patient? No information.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure the device fired but did not have the staples pre-loaded in it as expected. The bowel was transected and leaking, but there was no blood loss. It was unknown how the transection was repaired, but it extended the procedure by approximately 30 minutes. The patient has been discharged and is still under evaluation. There have not been any post-op complications. There were no patient consequences reported. One device will be returned.